Event description:
I was diagnosed with osteporosis. (B)(6) of 2022 l received a dose of prolia. In the next months I developed severe bilat thigh pain and moderate back pain. My primary dr did an MRI (unchanged) and I was taking nsaids (non-steroidal anti-inflammatory drugs) and tylenol for the pain. It was very similar to when I had an intolerance to lipitor, severe muscle aching made worse by activity (I had been walking 3-5 miles a day and had to cut that back). I have had a knee replacement and hip replacement on the right. (Also thr on left). I thought that the prolia had caused the severe thigh pain, so I relayed off to reclast ((B)(6) 2023). The severe pain abated over the next months but then I was still having more right thigh pain and r knee pain. The right hip was replaced over 10 years ago and had been stable. I have seen an orthopod and looking at xrays and bone scan: there is abnormal activity at the stem tip on the right and some bone loss at the plate of the knee replacement. About 3 months after the prolia would have been due again, the general thigh pain (except for the right knee/hip) has/had abated. Please note this is a biomet mom (metal-on-metal) hip and I have serial metal levels done as well (stable) as the FDA did not ever recall biomet mom (metal-on-metal) before I got mine although many countries already had. I was not notified by my doctor or FDA about the metal problems with these hips for years. I checked the recall list when the ads were on tv about metal hips but of course you didn¿t recall biomet. I am concerned that the prolia caused bone remodeling/loss in my prosthesis, and I have recurrent appts lined up to monitor the stability of the r knee and r hip. Lf it does progress or becomes more unstable I will have to have another replacement. Reference report: mw5149169.